Event description:
The dealer reported that the power chair was going into drive lockout intermittently and unexpectedly which could cause the chair to have erratic/unintended movement which could cause injury to the user, or the user could be left stranded.